Event description:
It was reported that the patient received 31 inappropriate shocks due to oversensing and noise on the right ventricular lead. A subclavien lead crush was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received 31 inappropriate shocks due to oversensing and noise on the right ventricular lead. A subclavian lead crush was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product analysis summary: (B)(4) performance data received from the device was analyzed and revealed that a right ventricular lead integrity alert (lia) had triggered for oversensing. There were also non-physiologic / short interval counts.